Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified shunt anastomosis site. A 5.0mmx40mmx40cm mustang¿ balloon catheter was advanced for dilation. The balloon was initially inflated at 24 atmospheres. However on the 2nd inflation at 22 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was good.